Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). An osseotite® tapered certain® implant 4 x 10mm (item # int410) was returned for investigation. Visual inspection of the as returned product identified signs of usage and some light residue coating the implant's exterior, but no other signs of significant damage or deformation. Functional testing was performed for the returned implant and found that it engaged/disengaged with a compatible in-house testing driver. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (2019010539). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (lot # 2019010539) for similar event and no other complaint was identified. Therefore, based on the available information, implant device malfunction did not occur, the unknown driver malfunction could not be verified and the reported event was non-verifiable, since the driver involved in the event was not returned for investigation. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: date of this report. Expiration date and UDI. Device available for evaluation change 'no' to 'yes.' Date received by manufacturer. Type of report, follow-up number. Follow up type. Device evaluated by manufacturer: change 'no' to 'yes'. Device manufacture date. Evaluation codes. Additional narrative.

Manufacturer narrative:
Zimmer biomet (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown.

Event description:
It was reported that the implant was unable to engage with the driver.